Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported bunched balloon; however, the reported difficulty removing the device appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the right coronary artery that was moderately tortuous, non calcified and 90% stenosed. After lesion pre-dilatation, stent implantation, and stent post-dilation with a 4.5-8 nc traveler (bdc), and during retraction of the bdc into the guide catheter, resistance was met, possibly due to the refold of the bdc, and the bdc separated. The nc traveler and the guide catheter were withdrawn together and the procedure was completed. There was no adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.